Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue with the adc device in use with reader. The customer reported the low and high glucose alarms did not sound and therefore customer was not alerted of changing glucose levels. The customer felt hypoglycemic and indicated they were unable to get up, experiencing diarrhea and vomiting. The customer reported being taken to the emergency room and provided unspecified treatment. No additional treatment was reported. There was no report of death or permanent impairment associated with this event.

Event description:
A customer reported an alarm issue with the adc device in use with reader. The customer reported the low and high glucose alarms did not sound and therefore customer was not alerted of changing glucose levels. The customer felt hypoglycemic and indicated they were unable to get up, experiencing diarrhea and vomiting. The customer reported being taken to the emergency room and provided unspecified treatment. No additional treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. Product has not yet been returned for this complaint. Sensor kit expiration date was determined to be 31-jan-23. Medical event associated with this complaint case occurred on (B)(6) 2023, which confirms the usage beyond the useful life of the device. Additional investigation activities are not required at this time as the device met specification when it was released and throughout its lifespan. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.